Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy / rcr procedure, about 3mm of the tip of the multifire scorpion needle broke-off inside of the patient's joint. The surgeon was on the last pass of the case on a medial row corkscrew. The tip was not able to be retrieved. The needle was fired roughly 10 times prior to breakage. The case was completed with a second multifire scorpion needle. Patient is a male, (B)(6). Follow-up investigation: it was reported that the needle may have hit the acromion on one of the passes, however it is difficult to be sure. The tear was reported to be massive. Therefore, there were a lot of passes made with the needle, roughly 10 total. The jaws were reported to have been securely clamped on the tissue.